Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born on (B)(6) underwent an atrial flutter left (l-afl) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva). It was noted that this patient had a medical history of post maze and mitral valve replacement. After the procedure, the patient had a CT scan performed diagnosing a stroke. It was unclear when the stroke occurred. The biosense webster inc. Representative was notified and stated that the patient did not appear to have neurological issues. The patient was reported to be in stable condition at the time the complaint was reported. Additional information was received, and it was reported that the physician¿s opinion on the cause of this adverse event is that this is procedure related. The outcome of the adverse event was reported to have worsened as the patient sustained neurological damage from stroke. The patient required extended hospitalization because of the adverse event. It is unclear how long the patient was hospitalized due to stroke.